Event description:
It was reported that the patient was presented to the hospital for dual chamber pacemaker implant procedure. During the procedure despite several tries, the stylet was not able to be inserted into the right ventricular (rv) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet could not be inserted inside the lead due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region.